Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported for right side "experienced the events of pain and tight sensations in right breast which was uncomfortable¿, ¿fibroma developed in right breast, which was removed¿, and ¿annual sonography showed that the mcghan implants lead to an encapsulation¿. The device has been explanted.